Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump would alarm no delivery after every complete set change. Blood glucose at the time of the incident is unknown. Troubleshooting was performed and the customer was able to prime without an alarm. It was explained that the alarm was caused by a set/reservoir occlusion. The reservoir will not be returned for analysis.